Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2.0mm ti matrixmandible screw self-drilling/locking/8mm, part number 04.503.548.01, lot number unknown). The subject device screw fragment was received for investigation. The fragment is approximately 2.62mm in length, and only the screw head was received. The cruciform drive is undamaged and the locking threads are intact and undamaged. Since the tip of the screw was not received, the exact part number/family was unable to be confirmed. The exact cause for the complaint condition could not be determined, but it was likely the result of attempting to insert a screw into excessively hard bone without first predrilling. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Drawings from two part families were reviewed. The returned screw fragment could be from either of the screw families since the difference is in the geometry of the tip. One screw family is self-drilling while the other is self-tapping. A review of the device history records was unable to be performed since the exact lot number for the device is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date was inadvertantly omitted from initial medwatch report (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not considered to have been implanted due the reported breakage. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the mandible on (B)(6) 2016, while the surgeon was beginning to tighten a 2.0 mm ti matrix mandible screw, the screw broke in half. The surgeon decided to leave the shaft of the screw retained in the mandible. There was no additional imaging or medical intervention. There was a two minute surgical delay. The procedure was completed successfully. This is report 1 of 1 for (B)(4).